Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device powered off without user input and displayed a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The cause of the white screen was identified to be a failing processor printed circuit board, which requires replacement to correct the issue. The cause of the device powering off was identified to be a corrosion and contamination on the alternating current (ac) power adapter power prong, the ac power adapter requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a white screen display and powered off without user input. No additional information is available.